Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced an arrhythmia and despite delivered therapy, the arrhythmia continued. Sinus rhythm was achieved after external shock. The leads had good measurements and the ICD was functioning properly. The patient is in a coma recovering in the intensive care unit.